Manufacturer narrative:
Device received for this event is being corrected from unknown ankylos implant catalog #unknown ankylos implant to competitor unknown product implants catalog # competitor unknown product implants. Product has been changed to competitor unk since the case cannot be voided. This case turned out to be insufficient primary stability, which is not considered a complaint. Please disregard the initial report. This is a follow up report for this corrected information.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. No information besides implant failure and implant system was received so far. Additional information and product return is requested. Follow-up report will be sent in case additional information will be received. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant loss.